Event description:
The customer's mother stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 500 mg/dl. The customer changed the infusions set two days prior and again five hours prior to the hospitalization. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. It was also stated that the customer was taking medication for bronchitis. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.